Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit got saline on the board and shortened out the components.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), it was found that the cardiosave intra-aortic balloon pump (iabp) got saline on the board and shorted out the components. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) got saline on the boards. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and said that slot one for battery was not registering, found saline on unit and slot interface board was rotted from salt. Fse replaced assembly, pcba, power slot interface and cable assembly, power slot interconnect. Unit work at this time. The unit was cleared for clinical use.

Event description:
N/a.